Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, deep vein thrombosis (dvt) occurred post procedure after use of three 6f¿12f mynx control venous vascular closure devices (vcds) for access closure. There was a reported patient injury of deep vein thrombosis (dvt) in the right common femoral vein (cfv). The patient underwent an atrial fibrillation (afib) ablation. Two 8f and one 7f 10 cm non-cordis sheath introducers were used. The three 6f¿12f mynx control venous vcds were used at the right common femoral vein (cfv). No peripheral vascular disease (pvd) or calcium was noted at the puncture site. No damage was found on the device or packaging prior to opening, and the device was stored and prepared in accordance with the instructions for use (IFU). The deployer was reported as fellow certified. The patient was on bed rest for 2 hours following the procedure and was discharged the same day after ambulating 2 hours post-procedure. Symptoms were noted to have begun 5 days post-op, and a doppler ultrasound identified a right common femoral vein (cfv) dvt. The complication involved the right limb. Follow-up occurred about a month after the incident. Management was described as a dvt protocol with no intervention performed, and the patient was treated with eliquis 10 mg twice daily for 7 days. There was no medical history of clots, blood-clotting disorders, heart failure, obesity, cancer, or other diseases that may have increased the risk of clot formation. The patient was not a smoker. The devices were discarded and will not be returned for evaluation.